Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that¿the patient moved and the stimulator was taken away from them as their bowels were hurting. The stimulation was too high and so they turned it off where the patient lived for assistant living. The assistant living nurse kept the device and did not allow the patient to use it. The patient did not have the chance to try and bring it down. Now, the patient is being told that they have to personally pick up their stimulator to get it and moved to another assisted living at (B)(6). The patient cannot get it as it is too far away and wants someone to help as they say the nurse will not give it back to them unless they personally comes to get it. The patient had been having trouble with the programmer as it also did not charge and it was a whole mess for them but the patient sounds like they want to get it and see if they can still make it work. Support link did advise to also contact their clinician and notified their representative.